Manufacturer narrative:
Date of event: ni. Model #/lot # expiration date: ni.

Event description:
A report was received that the patient reported via social media that she experienced paralysis, burning and severe pain. The patient developed an infection and was administered IV antibiotics. It was also reported that the patient underwent an explant procedure however the lead was left implanted. No further information can be obtained.